Manufacturer narrative:
Unit is not being returned for evaluation therefore, no determination could be made for the reported incident.

Event description:
Post op patient burn on inner thigh. Surgery performed in 2006, "conmed ground pad, part number 410-2000, sure-fit dual dispersive pad" placed in outer aspect of patient's right lower thigh. Patient presented at physician two days prior, complaining of a burn on the upper inner aspect of the right thigh. No information about the size or severity of the burn. Upper inner thigh is reported being treated like a burn, but there are no details available as to the exact treatment. Vulcan generator was used several times between the time of the original surgery and the time the burn was reported without any problems. The pad was placed on thigh and the patient was in the sitting position. Patient has been treated and doing fine.